Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens unit. In addition, we confirmed that the suction channel buckled, the angle wire stretched, the air/water channel leak, the insertion flexible tube (ift) dirty, the light guide cable dirty, the air/water nozzle loosened, the insertion flexible tube (ift) worn out, the distal body worn out, the light guide cable worn out, the insertion flexible tube (ift) lump/wave, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).